Event description:
It was reported that the patient had recently been through a trial of intrathecal dilaudid which provided good pain control. The patient had an appointment to discuss permanent implantation. The patient had previously underwent an attempt at this, but the surgeon evidently had difficulty getting the intrathecal catheter in the appropriate place. The patient was going to be setup for an additional surgery to receive a permanent implant. Additional information has been requested that was not available at the time of the report. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8591-38, serial# unknown, product type: accessory. (B)(4).